Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10647. It was reported the pt (united kingdom) had a blister cut away from the ipg pocket site. The surgeon expressed concern that the cause of the blister may be related to heating while charging as the pt has been charging his ipg less frequently for longer periods of time. The pt reported that the ipg pocket becomes warm, but made no mention of burning or heat where the blister appeared. It was also reported the ipg recharge burden has increased. The hosp will see the pt again in 3 months and have asked that he keep a dairy if he feels the charging of his device is inconsistent. The blister and surrounding tissue have been sent for analysis. No further info is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.